Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. Visual inspection with the naked eye and a cracked main body was observed. Functional testing which included leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was verified. The direct cause was undetermined; however, during visual inspection evidence of adhesive residue was observed on the set. Solvents used to remove adhesive residue may cause damage to the transfer set. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was cracked. This was observed during treatment for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.